Event description:
The surgeon inserted a silicone intraocular lens model aa4203tl diopter 14.5 se/3.5 in the patient's eye with a msi-pr injector, and the haptic tore. The surgeon removed the lens without enlarging the incision. This is the first of two lenses for this same patient. This lens was reinserted into the eye, and remains implanted. See report #2023826-2005-01595.